Manufacturer narrative:
Investigation summary: bd has been provided with a photo and sample for catalog 301942 lot 1809360 to investigate for this record. Visual inspection of the returned sample presented one flange of the barrel broken. As a result, bd was able to verify the reported issue. Bd has concluded that the broken flange was produced in the primary packaging machine. The conveyor belt of the hopper has two pieces to avoid the syringes to fall out, one of these pieces presented a broken part in which the syringes could be trapped and then broken their flanges, producing the reported issue. The defective piece of primary packaging nº4609 has been replaced and all manufacturing lines have been checked to prevent the recurrence of this issue. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect.

Event description:
It was reported during injection it was noticed that the flange was broken with a bd syringe s2 5ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: during the inject solution into a patient in surgery, doctor found the flange is broken after taking solution. No broken parts were found in the belly. Nurse confirmed syringe complete when using.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during injection it was noticed that the flange was broken with a bd syringe s2 5ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from (B)(6) to english: during the inject solution into a patient in surgery, doctor found the flange is broken after taking solution. No broken parts were found in the belly. Nurse confirmed syringe complete when using.